Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported an aic (automated impella controller) shut off, and there was a blank screen saying there was a controller error. After, the controller started, but then there was a controller error that stated to use a back up controller and the aic was replaced.